Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 122.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly was kinked. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to seat properly on the mid-joint. If the mid-joint is retracted proximal to the friction lock, resistance may be experienced during advancement. If the device is mishandled while advancing against resistance, damage such as a pusher assembly kink may occur. During the functional test, resistance was encountered while advancing the pusher assembly mid-joint through in the introducer sheath friction lock; however, the pod pc was able to be advanced out of its introducer sheath and through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery (sa) using ruby coils, pod packing coils (pod pcs), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician implanted one pod pc, one ruby coil, and two other coils. While attempting to advance the next ruby coil from its initial position within the introducer sheath, the physician encountered resistance. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.